Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image blackout with error e315. A root cause could not be identified. Based on the results of the investigation, it is presumed the likely cause of the scope communication errors with no image is traced to component failure from fluid/moisture ingress in the scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope had occasional scope communication error code, b30. The issue occurred during reprocessing. There were no reports of patient involvement.